Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured between january 14, 2014 ¿ january 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the infusion ended before the expected therapy time. This was occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.